Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the procedure was being performed in the emergency room. The physician experienced difficulty when removing the guide wire. Follow up information states the physician noted this is only on subclavian insertions. He can't "fish" the wire and has been having this issue for several months. There have been no problems with femoral or jugular insertion. He stated he uses only right side subclavian insertions and those are the ones with the issue. This physician has been an arrow advocate and long time user.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the physician experienced having difficulty upon removing the guide wire was confirmed. The customer returned one guide wire and one catheter. Visual examination revealed that the guide wire is kinked several times and unraveled from the proximal weld. The proximal weld was observed at the end of the coil wire. The catheter appeared used but typical. Microscopic examination of the catheter did not reveal any defects or damage. Microscopic examination of the guide wire confirmed four kinks, that the core wire was broken adjacent to the proximal weld, and that the weld was present at the end of the coil wire. Further microscopic examination revealed that there were no offset coils and that the end of the core wire exhibited discoloration and necking which indicates the break was in close proximity to the weld. Microscopic examination also revealed that both welds appear full and spherical. A manual tug test revealed the distal weld was intact. The kinks were measured at 1.6, 22.4, 27.7 and 33.0 cm from the distal weld. The broken core wire measured 599 mm in length, which is within the specification of 596 - 604 mm per the guide wire drawing; therefore no pieces appear to be missing. The outside diameter (od) of the guide wire measured 0.805 other remarks: mm, which is within the od specification of 0.788 - 0.826 mm per the guide wire drawing. The catheter graphic states that a 0.035" guide wire must pass through the distal lumen of the catheter without resistance per the catheter graphic. A lab inventory 0.035" guide wire was inserted at the distal tip and passed through the catheter without resistance exiting at the distal hub. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions warn not to apply excessive force in when introducing the guide wire and when removing the guide wire or dilator. If withdrawal cannot be accomplished easily, a visual image should be obtained. The instructions caution that withdrawing the guide wire against the needle bevel could damage or break the wire. A device history record review was performed and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this issue. No further action will be taken.